Event description:
Philips received a complaint by the customer on the v60 indicating that the device rebooted during setup, and a 1101 alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. Additionally, the v60 was removed from service, but there was no patient impact. The biomedical (biomed) engineer reported to the remote service engineer (rse) that the v60 rebooted during setup, and a 1101 error code was logged. The rse informed the biomed that the 1101 error code meant that the ventilator restarted due to anomalies detected during operation, and the anomalies could include invalid or corrupted information, unanticipated situations, or object allocation errors. The rse also noted to the biomed that if the 1101 error code occurred in conjunction with the 3007 error code (software exception), no action is required. The rse assisted the customer with troubleshooting the device, which included reinstalling operational software and replacing the central processing unit (cpu) printed circuit board assembly (pcba). After running the device for a few hours, the biomed confirmed that the device did not experience any error codes and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.